Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product for three different procedures. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor 1 - donor unit #: (B)(4). Donor 2 - donor unit #: (B)(4). Donor 3 - donor unit #: (B)(4). The wbc counts for these donations are not available. This customer did not measure the wbc content of their platelet product. The non-leukoreduced determination was made based off of the wbc measurement from their cell counter. The disposable sets are unavailable for return because the customer discarded them. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data files (rdfs) was analyzed for each of these procedures. Signals in the rdfs do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for these collections. No unusual process variables were identified in the rdfs and the trima accel sys operated as intended. Based on the available info it is possible that these leukoreduction failures could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet products. Investigation eval and corrective actions are in-process. A f/u report will be provided.